Manufacturer narrative:
As of the date of this report the 7931a-1 bath seat has not been returned. Digital pictures reflect a slight deformation to one leg. A follow-up report will be sent in the event the product is returned and a failure analysis performed.

Event description:
The claimant states she purchased the bath seat for her husband who is a double amputee. She wanted to test the product by taking a shower herself emulating his use. When she attempted to get up from the bath seat to dry herself the bath seat collapsed causing her right foot to hit the shower wall. She sustained a fracture and four stitches to her large toe.